Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. Reportedly the nurse was receiving continuous suction alarms, the clinician advised the nurse to order a stat echocardiogram. It was reported that the echocardiogram revealed suboptimal positioning of the impella resulting in low pump flow and low left ventricle signal. The staff was notifying the physician the impella needed to be repositioned, no further information was noted. Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).